Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the stylet was not returned. Test performed using stylet sample in rpa lab, result was passed helix was able to be extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during the implant procedure when withdrawing the stylet from the lead the stylet appeared to pull back the distal end of the lead. The screw was never extended, but when trying to place the lead in position the physician would withdraw the stylet one to two centimeters and the distal end would curve back. The physician stated that it was like the stylet was grabbing the lead inside the lumen. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.